Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the proximal conductor was distorted due to pulli ng/stretching/overstress. Visual analysis noted the lead was damaged at implant and stretched. The analyst commented that the stylet passed fully through the length of the lead with no resistance and the helix extended within specification, however it did not retract within specification due to the lead being stretched.

Event description:
It was reported that during an implant procedure, the right atrial lead helix extended, but it took 30 turns to do so; the physician noted the helix did not seem to be working appropriately. It was also noted the patient had difficult anatomy and multiple stylets were needed, which all kinked during the pushing. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.